Event description:
It was reported that the device would not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was due to a failure of integrated circuit (ic) u17.